Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "it was unsuccessful. I was the 1% of the population where essure did not work". The patient's past medical history included depression, anxiety, diabetes insipidus, laryngomalacia and panhypopituitarism. Concurrent conditions included morbid obesity. Concomitant products included amitriptyline, hydrocortisone (cortef), sertraline (zoloft), valproate semisodium (depakote), venlafaxine and zolpidem tartrate (ambien). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 1 month after insertion of essure, the patient experienced disturbance in attention ("psychological or psychiatric problems condition: loss of concentration"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced vision blurred ("vision/eye problems type: blurry vision"), dry eye ("vision/eye problems type: blurry vision and dry eyes") and headache ("headache"). On (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2015, the patient experienced palpitations ("blood or heart disorder/condition type: heart palpitations"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), syncope ("neurological conditions or problems type: fainting"), loss of consciousness ("neurological conditions or problems type: blacking out") and amnesia ("neurological conditions or problems type: memory loss"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), migraine ("migraines"), alopecia ("hair loss"), weight increased ("weight gain") and scar ("scarring"). On an unknown date, the patient experienced anaemia ("other injury(ies) or complication (s) please describe: anemic"), dysgeusia ("other injury(ies) or complication (s) please describe: metallic taste in mouth,"), pain ("body aches"), back pain ("back pain"), breast tenderness ("breast tenderness"), uterine pain ("uterine pain") and weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, migraine, alopecia, weight increased, scar, palpitations, nausea, syncope, loss of consciousness, amnesia, vision blurred, dry eye, dysgeusia, headache, back pain, breast tenderness, uterine pain and weight decreased outcome was unknown, the mood swings, disturbance in attention and dysmenorrhoea had resolved and the vaginal haemorrhage, menorrhagia, fatigue, anaemia and pain was resolving. The reporter considered alopecia, amnesia, anaemia, back pain, breast tenderness, disturbance in attention, dry eye, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, loss of consciousness, menorrhagia, migraine, mood swings, nausea, pain, palpitations, pelvic pain, scar, syncope, uterine pain, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: current weight (B)(6). Approximate weight at the time of essure placement (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.7 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: case became incidient events mood swings, vaginal bleeding, menorrhagia, loss of concentration, heart palpitations, nausea, fainting, blacking out/memory loss, dysmenorrhea, blurry vision and dry eyes, fatigue, weight loss, anemic and metallic taste in mouth, body pain, back pain, breast tenderness, uterine pain, headaches & device ineffective are added. Lab data updated. Concomitant & historical drugs conditions are added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.